Manufacturer narrative:
(B)(4). Approximate age of device ¿ 35 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was at the clinic on (B)(6) 2017 with increased fatigue. Device interrogation found evidence of pump power elevations since (B)(6) 2017. The patient¿s lactate dehydrogenase (ldh) appeared normal for the patient at 382 u/l, inr was 4.1, and urine was clear. The patient was admitted. Ten days prior ldh was 439 u/l and platelet mapping was abnormal. The patient reportedly did not show inhibition. A ramp study on (B)(6) 2017 was negative. The lvad speed was left at 9600 rpm at that time. The patient was treated with heparin beginning on (B)(6) 2017. On (B)(6) 2018 it was reported that the patient¿s labs had been stable: ldh was 425 u/l, plasma free hemoglobin (pfh) was 30 mg/dl, and inr was 2.9. The patient remained on heparin and coumadin with plan to discharge patient once IV antibiotics are sorted out for an unrelated event.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed the report of power elevations; however, a specific cause for this finding could not be established through this evaluation. The log file contained data from (B)(6) 2017 at 20:23 through (B)(6) 2017 at 11:13. Power and flow both displayed transient increases and trended upward throughout the file. These increases were more frequent toward the end of the file. Of note, a transient power elevation up to 10.1 watts was noted at 5:30 on (B)(6) 2017. Additionally, average pi increased to 6 on (B)(6) 2017 at 15:03, and remained in that range through the end of the file. The pump appeared to function as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.